Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the rx voyager balloon failed to inflate. There were no reported adverse pt effects. No add'l info was provided. During return device analysis, a balloon rupture was observed.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the balloon was loosely folded. There was a longitudinal rupture in the balloon at the distal taper of the balloon proximally. There were no scratches visible. During in an attempt to pressurize the balloon when fluid leaked out the longitudinal rupture in the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The returned device did not have any noted scratches on the balloon. Scanning electron microscopy determined that the rupture was possibly related to exposure conditions or a material/processing discrepancy as the failure initiated along the inner surface. This is often attributed to multiple inflations or inflations at high pressure. The attempted inflation pressure was not reported. A conclusive cause for the noted balloon rupture could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.